Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 18.0 received the lowbatteryalert (104) on 11/16/2025 14:47:00 faster than expected at 3.71 days. Battery cycle 16.0 received the lowbatteryalert (104) on 11/12/2025 12:04:00 faster than expected at 0.0 days. Battery cycle 13.0 received the lowbatteryalert (104) on 11/12/2025 02:44:00 faster than expected at 2.31 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was received with broken battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The battery cap was received with the battery cap contact loose due to all 3 heat stake posts being broken. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 02-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 02-dec-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Damage- cracked case battery tube confirmed. Power problem-battery loss confirmed, problem isolated to the electronic assembly. Damage-battery cap confirmed (found during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received damage to battery compartment. The customer reported blood glucose value of 928 mg/dl, and the hyperglycemic event was treated with IV insulin drip while administered in hospital emergency services visit. The event involved product(s) mmt-332a,unomedical,mmt-1884l. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed for insulin flow block alarm. Customer was reporting current event and troubleshooting concluded insulin pump was working as designed. No further patient complications were reported. No product return is required for mmt-332a,unomedical. Mmt-1884l was expected to return. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.